Event description:
As reported: "during the operation on 9 february, the surgeon implanted a variax dr plate in the patient¿s radius and a variax cp plate in the ulna. However, a post-operative x-ray taken on 12 march revealed that a 2.7 mm screw in the variax cp plate in the ulna had come loose and was not locked in place; the surgeon therefore contacted the sales representative to arrange for its removal at a later date. Regarding the cause of the failure to lock, the doctor reportedly stated that it was possible that a t8-specification 2.7 mm screw had been mistakenly inserted into the variax cp plate.

Manufacturer narrative:
The reported event could be confirmed although the affected device was not returned, because a few x rays were shared that confirmed the alleged event. A device inspection was not possible since the affected device was not returned. However, a couple of x rays were shared, which show at least two screws passing through the compression plate in the ulna. Considering that t8 2.7 mm screws were used with the plate and are incompatible, the other screws are also considered to be at risk of migration. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing, or design related problems could not be identified because the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The operative technique for compression plating clearly instructs the user that: the variax 2 compression plates are only compatible with t10 3.5 mm and t10 2.7 mm screws. The x rays provided were presented to our hcp for review concerning the screws, where he stated: they are not loosened but went through the plate. This seems to be the case for more than one screw. The issue is that the x rays are hard to compare because they were not taken in the same directions. However, some screws appear to be through the plate already in the first x ray as well. Strictly based on the provided information, clinical opinion, and operative technique, the issue is most likely user related rather than device related. Apparently, t8 2.7 mm locking screws were used with the compression plate, which is an off label use, leading to the screws being unable to hold in the construct. However, the actual device must be available to accurately confirm the root cause. Based on the available x rays, two screws loosening out of the construct can be confirmed, while the other four are suspected of being at risk of loosening. Using a t8 screw instead of a t10 screw could prevent proper thread engagement at the screw plate interface, resulting in a mismatch of the locking interface and potentially causing screw loosening or back out. If any additional information is provided, the investigation will be reassessed.